Manufacturer narrative:
(B)(4). The insulin pump passed the operating currents test and the displacement test. However, compromised force sensor system alarm during the prime test at four pounds and the motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a stained end cap sticker, and cracked battery tube threads.

Event description:
The customer reported that they had motor error alarm on insulin pump. Customer was able to complete insulin pump rewind. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.